Manufacturer narrative:
The insulin pump alarmed a64 during self test however, unable to download to carelink and unable to communicate with test glucose meter due to faulty electrical component on the radio frequency board. After the component replacement, the unit was programed with a test glucose meter. The insulin pump properly communicated and recorded the proper value from glucose meter. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to upload their blood glucose into the insulin pump. Customer also reported blank lines visible on the insulin pump. The customer also reported experiencing a high blood glucose around 200 mg/dl the night prior. The customer was treated with the insulin pump. The customer also reported their blood glucose was 293 mg/dl at the time of the call. The customer also reported a failed self-test alarm on the insulin pump. The insulin pump will be returned for analysis.